Event description:
The manufacturer received information alleging seeing black particles in device; strange odor related to the CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging seeing black particles in device; strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Pil technician observed no odor coming from the device. A contaminate consistent with keratin was observed on the blower box. ER-(B)(4) v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Possible risk tags (ER (B)(4) for these modes of failure include: infect01, irrit02. The results of this investigation do not impact the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the base unit and also observed dirt/dust contamination in the blower box. Section h6 updated in this report.